Event description:
It was reported that this pacemaker longevity was decreasing faster than expected. Technical services recommended sending preliminary data for analysis of the device behavior, however the data that was received was not adequate for this type of analysis. The device remains in-service. No adverse patient effects were reported.